Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited out of range pace impedances on the right atrial (ra) lead. Trends show the values have been high for at least 6 months. At this time, the system remains in service. No adverse patient effects were reported.